Event description:
Reference number (B)(4). Event occurred in the united states. On 04-jul-2024, the patient reported that there was a blockage in his tubing, and he was unable to push insulin through the tubing. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.